Event description:
Patient admitted through ER with stemi. Taken emergently to ccl. Films reveal 60-70% stenosis beginning in prox rca and extending into mid vessel, also totally occluded just distal to origin of pda, including distal half of pda. Thrombectomy performed using angiojet. A 4.0x24 taxus liberte deployed in proximal and mid rca. Post dilated with 4.5x15 apex, then 5.5x15 maverick xl. Following this inflation, patient developed spiral dissection extending to origin of FDA. This dissection was contained with a 4.0x32 taxus liberte, and 3.5x32 taxus liberte deployed in overlapping fashion in mid vessel. Final films reveal 0% residual and timi iii flow. Patient medicated with asa, plavix, reopro, and angiomax. To ccu at 2005. Returns to ccl at 1439 8/11 due to recurrent chest pain. Films reveal 100% occlusion of previously stented mid rca. Dilated with 3.0x30 apex, 4.0x30 apex, and very proximal portion of stented segment dilated with 5.0x20 quantum. Further passes made with angiojet. Integrilin begun. Final films reveal 0% residual stenosis with timi ii flow.